Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, the physician tried repeatedly to position the right ventricular (rv) lead, but the threshold was always high. A rv lead problem was suspected. The rv lead was not used and a new rv lead was successfully implanted with good parameters. No patient complications have been reported as a result of this event.